Manufacturer narrative:
The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip completely broken off and minor scratched display window.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that the plastic piece that goes around the reservoir cartridge broke off on the pump. The customer bumped into the counter while washing dishes. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.